Event description:
It was reported that the insulin pump has a crack around the bottom portion of the insulin pump, located near the medtronic dome label and drive support cap. The blood glucose reading is 86 mg/dl. Customer stated that damage cause from normal wear and tear. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.